Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at work. The cause of death was suicide. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with no battery installed. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.